Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based in device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were reported. The 81% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported. However, returned device analysis revealed stent damage. An examination (visual and via scope) of the crimped stent identified proximal stent damage consistent with the proximal end of the stent meeting resistance upon withdrawal from the lesion. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.